Event description:
Report received from (B)(6) stating that the device was being returned for routine maintenance. During service of the device, it was noted that the device was smoking. It is known that the device was not being used during surgery and no patient or user injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of heat was found. During service of the device, the pre-repair diagnostic assessment noted "very loud and smoking." If additional information becomes available a supplemental report will be submitted. (B)(4).